Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are rec'd, our internal failure investigator will complete the investigation and a f/u report will be filed.

Event description:
A dealer reported to sunrise medical that an end-user has sustained skin breakdown behind her right ear. The dealer is alleging that sharp metal edges on the headrest pad are what is causing the skin breakdown.